Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with ti matrixrib universal plate on an unknown date. It was reported the plate broke at a screw hole post-operatively and was causing discomfort to the patient. It was reported the osteosynthesis of the rib has occurred and the bone is completely healed and for that reason the removal of the plate will not imply the use of a new plate. Patient was returned to the or on an unknown date and the hardware was removed. No further information was provided. This is 2 of 2 reports for complaint (B)(4). This report is for an unknown screw.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Contact name changed to (B)(6). Correct date for previous medwatch is (B)(6) 2013.